Event description:
The patient was at home with their ICD discharged 30 times. The patient was short of breath and dizzy. The sprint fidelis lead had fractured. The lead was explanted and the patient was discharged to home the following day without any problems.====================== health professional's impression======================fractured lead====================== manufacturer response for lead, fidelis======================known event - recall.